Manufacturer narrative:
This report is being supplemented to provide (a) additional information obtained from the customer and (b) the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause for this issue was not established. However, it is presumed that the event occurred due to a failure of the g1 board. Risk analysis: this malfunction phenomenon has already been risk analyzed because ufc already exists. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the issue was found when the customer started the device that morning. There was no impact to a patient.

Event description:
The customer reported to olympus, the high definition lcd monitor does not power up. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue was confirmed. The monitor did not power up because of a power supply unit failure caused by a failure in the g1 printed circuit board. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.